Event description:
On (B)(6) 2012, the pt report that his blood glucose had been elevated as high as 430 mg/dl. The pt had felt tired and sleepy. He treated himself by drinking water and delivering a bolus of insulin. His normal blood glucose rang is 135-180 mg/dl. The pt began using his back-up infusion device and his blood glucose levels lowered to 105 mg/ml. The pt felt that his primary infusion device was not working properly because his blood glucose levels returned to normal after switching to his back-up infusion device. The pt stated that his back-up infusion device sounds louder than his primary infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.